Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. It appears that a gas bubble formed in the bladder. A warning in the esu's user manual addresses this issue as follows: "flammable gas mixture in tur (transurethral resection) and tcr (transcervical endometrial resection) - hydrogen and oxygen can ascend into the roof of the bladder, the upper part of the prostate, and the upper part of the uterus. If you resect into this gas mixture, it could combust. Risk of combustion to the patient! Allow the gas mixture to escape through the resectoscope sheath. Do not resect into the gas mixture." No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The incident occurred while performing a transurethral resection of bladder (turb) to remove a tumor. The esu was used with a wolf resectoscope and accessories. During activation, there was an explosion resulting in a perforation of the doom of the bladder. The perforation was confirmed with a cystoscope. Then, a laparotomy was performed to suture the perforation closed. No further information involving the patient or their condition was provided.